Event description:
Reporter alleged the inform base unit has some melting on the plastic. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Pt was revised to address subsidence. Poly wear and osteolysis was discovered intraoperatively.